Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/10/2016, that the display device read failed transmitter error on (B)(6) /2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was not confirmed via data. A root cause could not be determined.